Event description:
It was reported that the pulse generator exhibited noise on both atrial and ventricular channels. The noise appeared to be related to electromagnetic interference. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.